Event description:
It was reported to philips that the tempus pro shows an ECG trace error. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips that the tempus pro shows an ECG trace error.